Event description:
This report is being filed after the review of the following journal article: shi li-qi et al. (2018), efficacy comparison of philos plate and intramedullary nail in the treatment of proximal humeral fractures, j trauma surg, vol. 20, no. 3, pages 228-230, (china) the objective of the study was to analyze the clinical effect of the philos plate and intramedullary nail in the treatment of proximal humeral fractures of neer type ii and iii. From september 2012 to october 2016, 70 patients treated for neer type ii and iii humeral fractures were included in the study. There were 33 males and 37 females with a mean age of 63.4 years (range 32-82 years). The patients were divided into philos plate and intramedullary plate. There were 37 patients (17 males, 20 females, mean age 61.7 +/- 5.9 years) who were implanted with unknown synthes philos plate. Meanwhile the other 37 patients were implanted with a competitor¿s intramedullary plate and if combined with rotator cuff injury, non-absorbable suture (johnson & johnson, USA) was used for suture repair. Postoperatively, radiographs were repeated regularly until bone healing. Complications were reported as follows: 2 patients had humeral varus deformity. 2 patients had large humeral fracture displacement combined with subacromial impingement. This report is for the unknown synthes philos plate. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.